Event description:
It is reported that a customer called to request assistance with trouble shooting their insulin pump. The customer's blood glucose level was not recorded. The patient was very busy and stated that they will call back to make an appointment to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.